Event description:
It was reported that a patient was having issues charging the implantable neurostimulator (ins) and there was poor coupling starting 2 months ago. The patient stated she used to never have problems with charging and but for the past 2 months she has only had 2 bars. The patient stated that she didn¿t know if anything was going through because she would charge for 6-8 hours a day and wanted to make sure she was getting current from the implantable neurostimulator recharger (insr) to the ins. The patient could not feel any stimulation going down her legs or anything. It was noted that the patient had been in the hospital in june for 2 weeks for a procedure that was unrelated to the device or therapy (exploratory surgeries on the stomach and intestine issues). It was stated that after a week and a half of being sick in the hospital and not being able to charge, the patient¿s back pain came back because there was no longer stimulation going through her system. The caller stated that at the end of her stay in the hospital she asked the healthcare professional (hcp) if it would be ok to charge her ins and he said it was not a problem. The patient stated that since then and she came home and has been trying to charge but she no longer has had good coupling and has not been able to see anything that it¿s been charging. It was noted that the patient used the charging belt and was placing the paddle directly on the skin and had it lined up directly over the implant. It was verified that stimulation was off. It was noted that the insr battery was full. The caller stated that she saw the insr charging screen but had only 2 boxes shaded in. It was stated that turning the antenna dial did not help to achieve more coupling- they actually dropped to 0 boxes. The patient turned the antenna dial back and was walked through performing the antenna locate (al) feature and the highest top number found was 30. It was stated that using the al feature resulted in caller getting 8 coupling boxes. It was reported that the patient was not able to adjust stimulation and the patient could not connect with her patient programmer. It was stated that this issue began in june. It was noted that the patient tried changing the batteries and that didn¿t help. It was reported that the patient had pain and weight loss. It was noted that when the patient was in the hospital she lost 12 pounds. The patient stated that she didn¿t think about whether the weight loss could have caused the device to move but ¿yes it may have moved.¿ it was noted that the patient was redirected to the hcp.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(6), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 3550-39, lot # n272367, implanted: (B)(6) 2010, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).